Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2016, 1688t st jude lead, implanted: (B)(6) 2005.

Event description:
It was reported that the lead alert triggered, and the right ventricular (rv) lead exhibited high pacing impedances, as well as fluctuating superior vena cava (svc) coil impedances. It was determined that the lead had not been fully inserted into the device, and a possible setscrew issue was noted. The pocket was reopened, and the lead was reseated into the device header. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.